Event description:
It was reported that the patient presented to the clinic not feeling well. An echocardiogram revealed pericardial effusion. The patient was admitted to the hospital. A CT scan revealed the right atrial lead had perforated the patient. The lead was explanted on (B)(6) 2013.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.